Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement to implant interface. Cement manufacturer from competitor. It was also stated that the tibia and insert were removed, an attune revision tibia and stem were placed. The old attune tibia came out clean and was being retained by a lawyer. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Left side.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Patient received a total left tka revision to treat persistent pain. The femoral component and tibial tray were loose and completely debonded at the cement to implant interface. The surgeon notes that the soft tissue surrounding the tibial cement mantle was necrotic and needed extensive debridement. The patella was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2018l left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5, b7, d4(expiry), d11 and h6(patient) h6 patient code: no code available (3191) used to capture device revision or replacement patient code if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.